Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: concomitant med prod data, imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the report event of the ¿pump stopped working¿ could not be confirmed; the suspect or concomitant devices were not returned for investigation. No suspect or concomitant devices were returned for this investigation; therefore, an inspection could not be performed. The facility did not provide the logs of the devices for investigation. Alaris system user manual v12.1 states: to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Failure to perform these inspections can result in improper instrument operation. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause of the ¿pump stopped working¿ could not be determined due to the suspect or concomitant devices not being returned for further investigation.

Event description:
It was reported there was an unexpected shutdown and the device stopped working. The module was removed and replaced with another module. This was reported to bd representatives during their site visit. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported there was an unexpected shutdown and the device stopped working. The module was removed and replaced with another module. This was reported to bd representatives during their site visit. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.